Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 53 alarm on the event date of 10/08/2025 at 08:25:43.000 (file #: 32107, line #: 458, esf #:(B)(4)) due to a possible hardware failure. Pump alarmed pump error 37 alarms on the event date of 10/08/2025 at 08:30:00.000, 09:13:00.000, 12:02:42.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, and serial number label missing. Unresponsive keypad was not confirmed during testing. Pump error 53 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Pump error 37 was confirmed in the pump history files and traces due to a motor failure, problem isolated to the electronic assembly. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53 (software error detected), pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), the down button was unresponsive, and a crack on the back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump was not exposed to moisture. Troubleshooting was performed for the pump error alarm, and the customer was able to clear the alarm and able to rewind the pump. The pump passed the self-test. Troubleshooting was performed for damage, and the customer reported that the label was faded and could not read the screen. The customer also reported damage to the battery tube side, and the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer responded that the device would be returned.